Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial lead. The physician suspects insulation damage, although it was not confirmed. No intervention has been performed at this time. The patient was in stable condition.